Manufacturer narrative:
Information added/updated to section h6 (investigation findings and investigations conclusions). Corrected data in section g1. Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years, dyslipidemia, chronic kidney disease and diabetes mellitus.

Manufacturer narrative:
B3. Date of event: the valve-in-valve date is only known as "2022". Therefore, (B)(6) 2022 is being used to calculate the minimum implant duration. D6a. If implanted, give date: the implant date is only know as "2012". Therefore, (B)(6) 2012 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. Article citation: antonio d'errico ramirez, yves-assad saade, lujain albadiech, laurent faroux, vito giovanni ruggieri, septic coronary embolism and myocardial rupture after valve-in-valve tavr endocarditis, jacc: case reports, volume 30, issue 33,2025,105526, issn 2666-0849, https://doi.org/10.1016/j.jaccas.2025.105526. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article received from france, "septic coronary embolism and myocardial rupture after valve-in-valve tavr endocarditis", the following event was identified as related to ew device: a patients with a 3300tfx23mm valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of at least nine (9) years due to degeneration. A 26mm transcatheter valve was implanted within the edwards surgical valve, and the patient left the hospital in good conditions.